Event description:
It was reported that via a (B)(4) transmission, far field r-wave oversensing was observed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.